Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly came loose inside the sleeve of the device, and it was unable to be inserted. It was further reported that vascular access was lost after removing the filter. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos were provided and reviewed. The first photo shows the labeling details of the device and that match with the information available. The second photo shows the touhy-borst adapter and filter storage tube loaded onto sheath and pusher catheter was seen inside the filter storage tube. Blood residues were seen throughout. Pusher catheter and dilator were seen bent. The third photo shows the dilator and sheath. Blood residues were seen throughout. The distal end of the dilator was noted to be bent. One video was provided and reviewed. The video shows the touhy-borst adapter and filter storage tube loaded onto sheath and pusher catheter was seen inside the filter storage tube. Blood residues were seen throughout. Pusher catheter and distal end of the dilator were noted to be bent. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported device dislodged and failure to advance as no objective evidence was provided for review. However, the investigation is confirmed for the identified material bent as the pusher catheter and distal end of the dilator were noted to be bent. A definitive root cause for the reported advancement failure, device dislodged and identified material bent could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter allegedly came loose inside the sleeve of the device, and it was unable to be inserted. It was further reported that vascular access was lost after removing the filter. The procedure was completed using another device. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system products that are cleared in the us. The pro code and 510 k number for the denali jugular system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.